Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 250 ml eva tpn bags were leaking from unspecified location. The leak were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between 04-26-2018 and 04-27-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.